Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that medication was leaking from the bd ultrasafe passive¿ x-series needle guard syringe. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: neither sample nor photo was provided to bd medical for analysis. Bhr; the batch involved in this complaint meets all acceptable quality levels, was manufactured and released according to applicable procedures and specifications. Summary: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in (B)(4). Conclusion: not confirmed. Root cause: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in (B)(4).